Event description:
It was reported that during preparation, the emboshield nav6 filtration element did not fully load into the delivery catheter with the first attempt. The nav6 filtration element was put back in the tube and a second attempt to load the filtration element was successful. Prior to the insertion of the filter, the physician noted atheroma and probable thrombus in the heavily calcified, target lesion in the right internal carotid artery. After the emboshield nav6 filter was inserted distal to the target lesion, the nav6 moved proximally. The physician used an uninflated balloon to push the filter distally. After post dilatation of the acculink stent, the patient experienced hypotension; however, distal flow was diminished requiring thrombectomy and atherectomy. The diminished distal flow was also treated with nitroglycerin, which resulted in further hypotension. The patient then became confused with some left hemiparesis and right sided facial droop. The hypotension was treated with neosynephrine, dopamine, and intravenous fluid bolus. The physician indicates that there was possibly some small atheroma which may have embolized. The distal flow continued to be diminished; therefore, thrombus aspiration and atherectomy were performed along with the administration of intracerebral tissue plasminogen activator (tpa) which resulted in mildly improved flow. The physician indicated that the hypotension was probably caused by the newly deployed carotid stent. During the stenting procedure, the patient also experienced bradycardia that resolved with atropine. The patient was dysphagic, lethargic, but arousable and his speech is unintelligible. The physician speculated as to whether the pores on the filtration element may have become enlarged during the difficulty to load into the delivery catheter pod during preparation. During the course of the patient's hospitalization, the patient status was made a do not resuscitate, do not intubate.

Manufacturer narrative:
(B)(4). Five days after the carotid stenting, the patient expired due to sepsis, hypotension, cardiac status, atrial fibrillation, and hypotension. There was no additional information provided. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, the emboshield nav 6 was not returned for analysis and a conclusive cause for the loading difficulty could not be determined. Difficulty loading the filtration element into delivery catheter pod during preparation can be affected by numerous factors including, but not limited to, damage to the pod, the pod inner diameter may be too narrow, the pod length may be too short, the pusher length may be too long, the loading funnel inner diameter may be too narrow, not using the torque device and/or physician technique. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instruction for use provides the following precautions: maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid entanglement. A conclusive cause for the filter movement could not be determined; however, it may be possible that filter was inadvertently pulled proximal during removal of the delivery catheter; however, this could not be confirmed. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint database was performed and there have been no other incidents for filter migration reported for this lot. The reported migration appears to be related to case circumstances and there is no indication to suggest a product deficiency. To ensure this is not a manufacturing deficiency, all emboshield nav 6 pods are 100% dimensionally inspected for inner and outer diameter, wall thickness and pod length and a 100% in process inspection is performed to ensure appropriate polyimide pusher trim length. The acculink is being reported under a separate medwatch report number.